Event description:
It was reported to hill-rom that during a transfer from wheelchair to bed the sling bar detached from the lift. The patient suffered pain and was shocked by the event. Reference MFR report 8030916-2014-00012.